Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a few spikes and undefined high impedance measurements over several months. The lead remains in use but intervention has been planned. No patient complications have been reported as a result of this event.